Event description:
Routine complaint investigation when a consumer reported an inability to perform a glucose test on their precision xtra blood glucose monitor. An 'expired' message appeared on the display when a strip was inserted. Investigation identified that customer was attempting to perform a test on the monitor that was calibrated to expired strips. Customer reported an episode of loss of consciousness that required emergency treatment and hospitalization.